Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 failure check IV set. 8100 sn: (B)(4) customer said that he was getting the check IV set across the display of the 8100. I asked the customer when does the error happen? The customer said when he connect it. I also asked him to open the door, so we could check to see if it's the safety clamp. He said that it still alarms. I also asked the customer to check the sear on the door that if the sears are bent or crack that also can cause this error. The customer said they look good, so I recommended that he replace the logic board. To correct this error. The customer said ok and ended the call.